Manufacturer narrative:
H6: investigation summary: bd received 4 photos and 2 videos for investigation. Also, 10 customer returned samples were received. The photos and videos were reviewed and the customer¿s indicated failure mode for clotting was observed. Additionally, bd tested returned samples from customer and samples of the same lot from another complaint along with controls and investigated for clotting. The samples were tested and no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of returns, samples (of the same lot) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for clotting based on the photos and videos only. All clinical testing performed on the same lot was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd k2edta tube experienced clotting. The following information was provided by the initial reporter: edta tubes forming clots in a specific batch, even with closed collection, and homogenization correctly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd k2edta tube experienced clotting. The following information was provided by the initial reporter: edta tubes forming clots in a specific batch, even with closed collection, and homogenization correctly.